Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
The iab was inserted into the pt on 4/11/97 at 9:10 am. On 4/14/97 at 7:45 am after iabp for about 71 hrs, the iab leaked. Blood was noted in the drive line. Event complications: none from the event - rpt'd 4/14/97. Pt current status: still in hosp: 4/22/97.